Event description:
IV infiltrated while being infused via pediatric pump. Pump did not alarm occlusion or high pressure. Problem noted when assessing child that was crying and unable to be consoled easily.